Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative regarding an implantable neurostimulation. The reason for the call was the caller reported that the patient hasn't had any success with it. Caller stated that they went and tried to adjust it, and the handset goes up to 4.0 but the patient doesn't feel anything, and it doesn't let them go any higher. Caller stated that they had done adjustments several months ago when it was working, and it's now gotten to the point where its not working. Agent had them connect to the ins and reviewed changing programs. They were able to change to several programs, and increased the stimulation, but the patient does not feel the stimulation sensation regardless how high it was set on and encountered "operation failed" message as they go higher. Caller stated that the patient had at least 14 falls since june, and wonders if the leads were dislodged.